Event description:
The customer representative reported a pt incident that occurred involving an ipump. The pt was on a morphine pca with a 4 hour limit following a low anterior resection. The pt became difficult to arouse and had to be intubated. The pt was transferred to the ICU in 12/2004.